Manufacturer narrative:
Final analysis of the lead revealed 2 conductor wires were broken at the anchor site.

Event description:
It was reported initially after implant, the patient was a "good responder" to stimulation. In the last weeks, however, the patient had a jolting sensation in the abdomen and in the stimulator pocket. Impedance measurements were attempted, but no results were obtained because the current required for the impedance test was too strong and unbearable for the patient. A lead revision surgery was scheduled. During the revision, it was noted the lead, which was an octad, was connected to a quadripolar extension. Therefore only 4 of the 8 electrodes on the lead could be used for programming and the other 4 were "floating." The insulation on the lead also "seemed" to be "interrupted" and broken. The octad lead was replaced with a quadripolar lead and then the new lead was connected to the existing quadripolar extension. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: lead model 3877 lot# unk implanted: (B)(6) 2011 explanted: (B)(6) 2012. The lead has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.